Event description:
It was reported that in a mid face fracture procedure, the surgeon had inserted a ti mid face screw and decided he wanted to move the screw. As he started to remove the screw a very small piece of the screw head broke off. Surgeon vacuumed the small piece and then decided not to remove the screw. There was no impact to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011

Event description:
This is report 1 of 1 for this complaint (B)(4).